Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead dislodged when it was placed for implantation because it was too large. The atrial lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event indicated lead dislodgement. As received, a complete lead was returned in one piece. Visual examination found the tines were intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies.